Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime/fill anomaly. The blood glucose at the time of the incident was 273 mg/dl. The customer was delivering bolus when the pump locked up on him. The customer stated that pressing the act button does not navigate to the main menu. The customer stated that the pump was not dropped or exposed to moisture. The customer was asked to replace the battery after five minutes and the buttons started responding. The customer stated that the pump was stuck in the rewind loop. The customer reported receiving a battery out limit alarm and was assisted with clearing the alarm. They were able to rewind and complete the fill tubing successfully. Troubleshooting was performed. The device was not returned for analysis.